Event description:
During a review of the patient's medical records, the medical records revealed the peritoneal dialysis (pd) patient was hospitalized. The patient was hospitalized for abdominal pain, nausea, and vomiting. The patient experienced symptoms for approximately one month and was hospitalized on multiple occasions. The patient was discharged without any improvement or definitive diagnosis.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation. The clinical investigation concluded that based on the 17 pages of medical records the patient had multiple hospitalizations in (B)(6) 2015. The patient had extensive workup and reportedly have all been negative. The patient's had extensive workup and reportedly have all been negative. The patient's symptoms point to possible abdominal ischemia and not clear but evidence of any infection. There were no conclusive medical findings to point the fmc products were related to any of the reported events. The patient's medical records were received and a clinical investigation was performed.